Event description:
As reported, after the operator pressed the plug deployment button of a 6f exoseal vascular closure device (vcd) the closure device was removed and hemostasis was found to have failed, and the plug was not seen to have been pulled out. Manual compression was used for hemostasis instead. There is no reported injury to the patient the procedure being performed was lower limb arterial stenosis surgery. A retrograde puncture approach was used via the left femoral artery, using an unknown cordis short sheath. The device was slowly withdrawn at a 40° angle, and after waiting for the pulsatile blood flow in the blood return indicator to stop, the closure device was slowly withdrawn another 1 cm. The indicator window of the closure device turned black and plug deployment was attempted. The operator has many years of experience using exoseal. Additional information was requested but not provided. The device will be returned for inspection.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.